Event description:
Information was received indicating that high impedance was observed on the patient's new generator during a replacement surgery. The surgeon verified proper pin insertion and orientation, but system diagnostics showed that high impedance persisted. The lead pins were removed and reinserted multiple times, which did not resolve the impedance issue. A test resistor was used and confirmed that the generator was function as expected. The surgeon was not comfortable completing a revision of the lead so the patient's new generator was programmed off. Impedance values prior to surgery were not available since the patient's previous generator was at end of service. A programming history database review was completed for the patient's previous generator to determine when high impedance was present. Based on the available information, no high impedance was detected as of (B)(6) 2009. To date, no known surgery to revise the lead has occurred. No additional relevant information has been received.

Event description:
The patient's family reported that the patient's mood had been affected by the loss of vns therapy from the high impedance. The patient's seizures were controlled. No surgical intervention has occurred to date.

Event description:
The patient's treating physician reported that the impedance was still high, so x-rays were performed. The x-rays were sent to the manufacturer for review. The lead pins were both inserted past the connector blocks. The generator appeared placed normally per labeling in the left chest, and the feedthru wires were intact. There appeared to be a gross fracture in one of the lead wires below the electrode bifurcation. However, the quality of the image was very low, so the presence of the fracture could not be confirmed. No lead revision has occurred to date.